Event description:
Caller from an inform system user facility reported that the inform system gave a blood glucose result of 85 mg/dl for a pt admitted to the ER with "decreased responsiveness". Based on the meter value, the pt was not treated. A lab sample drawn 20 minutes later was reported 53 minutes after the draw as 11 mg/dl. The pt was treated with IV d50, 9 minutes later, a blood glucose result from the same inform system was 16 mg/dl. Caller stated that the pt did have peripheral blood flow issues. A request was made for the return of the system, replacement was sent.